Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted in a blocked metal stent, within the common bile duct of a patient with pancreatic cancer, on (B)(6) 2011. According to the complainant, the patient had a previously implanted non-bsc metal stent within the common bile duct. An exact implant date is unknown. The non-bsc stent was reported to be blocked with tumor tissue. Using a jagwire, the physician was able to advance the wallflex stent through the blocked stent. During deployment, the stent was only able to be partially deployed by three centimeters, as it was reported that it was difficult to pull back the catheter. The partially deployed stent was unable to be reconstrained; therefore, it was removed from the patient. Outside the patient, the stent was able to be fully re-constrained. The physician attempted the stent placement a second time; however, the stent was only able to be deployed by one centimeter. The stent was unable to be reconstrained; therefore, the stent was removed from the patient. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted in a blocked metal stent, within the common bile duct of a patient with pancreatic cancer, on (B)(6), 2011. According to the complainant, the patient had a previously implanted non-bsc metal stent within the common bile duct. An exact implant date is unknown. The non-bsc stent was reported to be blocked with tumor tissue. Using a jagwire, the physician was able to advance the wallflex stent through the blocked stent. During deployment, the stent was only able to be partially deployed by three centimeters, as it was reported that it was difficult to pull back the catheter. The partially deployed stent was unable to be reconstrained; therefore it was removed from the patient. Outside the patient, the stent was able to be fully re-constrained. The physician attempted the stent placement a second time; however the stent was only able to be deployed by one centimeter. The stent was unable to be reconstrained; therefore the stent was removed from the patient. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Reported issue of stent partially deployed the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 10 mm. The inner shaft was stretched and kinked and partially exiting the guidewire access port. During analysis when the distal handle was retracted, the inner shaft exited further through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The inner shaft was kinked and twisted proximal to the yellow inner jacket from where it had exited through the guidewire access port. No issues were noted with the deployed stent. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.